Event description:
The customer contact reported a disconnection. On an unspecified date, the tubing set was being used during a CT scan to deliver an unspecified contrast medium, at an unspecified rate, via a power injector. It was reported that the removable clave port of the tubing set was tightened to the tubing set. The male adapter of the tubing set was then connected to the patient's IV access site. It was reported that the male adapter of a power injector tubing set was connected to the clave port of the tubing set. After an unspecified length of time during the injection of the contrast medium, the customer contact reported that the removable clave port disconnected from the tubing set. The tubing set was replaced and the procedure was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.